Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (BG) level was 505 mg/dL. Elevated BG was addressed by a manual insulin injection administered by customer's wife. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.